Manufacturer narrative:
(B)(4). Additional information: complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. However, there is an open investigation at the manufacturing site for the same issue with this device. Therefore, the probable cause is manufacturing related and further investigation is in process.

Event description:
It was reported the procedure was being performed in the specials department. When the clinician went to break the flange to peel the sheath away, the tab detached from the sheath. The clinician was able to peel the rest of the sheath and it was removed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation. Additional information: it was noted this occurred 6 to 8 times over the past month with the same outcome. Seven additional mdrs have been submitted for these reported events.